Manufacturer narrative:
Pt info not provided. Sorin group (B)(4) manufactures the stockert s3 roller pump module stockert s3 console. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s3 roller pump stopped when the user changed the flow rate setting for the cardioplegia during the procedure. The pump was replaced and the procedure was completed without further issue. There was no report of injury.